Event description:
International affiliate has informed us of an event that the user alleges eight days afte tracheostomy tube placed they discovered cuff leakage. The hospital replace the tube. It is not known if the product was tested before use. No adverse outcome reported.